Event description:
The customer said they dosed insulin on a blood glucose result they obtained on the device. They then went to bed and spouse found pt at 4:30am passed out. Spouse called the paramedics and they checked pt's glucose on their equipment and the level was 23 mg/dl. Pt was given an IV and oxygen. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.